Event description:
The customer reported that the device did not recognize the pads in the manual mode. The users switched to the AED mode and were able to deliver shocks.

Manufacturer narrative:
The customer reported that the device did not recognize the pads in the manual mode. The users switched to the AED mode and were able to deliver shocks. The device was evaluated at philips. An incomplete electrical connection was identified between the therapy port and cable. Both parts were replaced to resolve the issue.